Event description:
Attempted to do endometrial ablation with novasure, unable to complete cavity assessment after numerous times, spoke with representative and tried again. Used second novasure kit per representative, obtained different width readings from first device, still unable to complete procedure. The dr. Spoke to rep as well.